Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. Additionally, it was reported that the pump shut off unexpectedly. It was reported that the customer experienced a low blood glucose (bg). Low bg cause was not known. Customer consumed carbohydrates to address bg. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.